Event description:
Bayer case number: (B)(4) persistent chronic pain [pelvic pain female], chronic fatigue syndrome [chronic fatigue syndrome] , joint and muscle pain [arthromyalgia] , sleep disorders [sleep disorder] , loss of memory [loss of memory] , insomnia [insomnia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistent chronic pain") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2584 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), chronic fatigue syndrome ("chronic fatigue syndrome"), arthralgia ("joint and muscle pain"), sleep disorder ("sleep disorders"), amnesia ("loss of memory") and insomnia ("insomnia"). The patient was treated with antidepressants (unknown). At the time of the report, the pelvic pain, chronic fatigue syndrome, sleep disorder and insomnia had not resolved. The outcomes for arthralgia and amnesia were unknown. No causality assessment was received for essure with regard to chronic fatigue syndrome, arthralgia, sleep disorder, amnesia, insomnia or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Persistent chronic pain [pelvic pain female] chronic fatigue syndrome [chronic fatigue syndrome] joint and muscle pain [arthromyalgia] sleep disorders [sleep disorder] loss of memory [loss of memory] insomnia [insomnia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-may-2025. The most recent information was received on 04-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistent chronic pain") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2584 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), chronic fatigue syndrome ("chronic fatigue syndrome"), arthralgia ("joint and muscle pain"), sleep disorder ("sleep disorders"), amnesia ("loss of memory") and insomnia ("insomnia"). The patient was treated with antidepressants (unknown). At the time of the report, the pelvic pain, chronic fatigue syndrome, sleep disorder and insomnia had not resolved. The outcomes for arthralgia and amnesia were unknown. No causality assessment was received for essure with regard to chronic fatigue syndrome, arthralgia, sleep disorder, amnesia, insomnia or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.